Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient¿s therapy strength was decreasing on its own. Impedance check revealed high impedance on the lead. As such, surgical intervention took place wherein the lead was explanted to address the issue. No new lead was implanted due to patient anatomy.